Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator control boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's fast stop switch was activated causing an uncommanded shut down of the system. No patient injury was reported.